Event description:
Voluntary report (B) (4) was received from the FDA that stated a nurse received a clean needle stick. The report stated that the needle was protruding through the cap and was exposed which resulted in a needle stick. The device was apparently discarded and is not available for eval. Initial report was received from the FDA. The user facility info was not made available to the device manufacturer and remains unk.

Manufacturer narrative:
Additional manufacturer narrative: voluntary report (B) (4) was received from the FDA. The user facility info was not made available to the device manufacturer and remains unk. Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.